Manufacturer narrative:
Other applicable components are: product ID 8709sc, lot# n181523010, implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. In (B)(6) 2016 the patient's pain returned. The hcp did not suspect the pump. The hcp attempted a dye study and could not aspirate, so did not inject. No volume discrepancy noted at refill. A catheter revision was scheduled for later today ((B)(6) 2016). The hcp planned to start dosing conservatively and cover the patient with oral meds as needed following the catheter replacement procedure. It was noted that the hcp may decide to leave the existing catheter, ligate it, and implant, tunnel, and connect a new catheter. Additional information was received on 07-jun-2016 and it was reported that the logs showed no pump issues and they would likely replace the whole catheter. Additional information was received and it was reported that the catheter was replaced; a new catheter was implanted. The cause of the issue was unable to be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.